Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. The patient had the implant off for about a year and that it was working 'okay' up until a year ago but it never 'worked fully'. According to 'signs' it hasn't run out of power. Infection was noted. The patient was getting utis and the doctor suggested turning implant off. It was noted that the patient couldn't walk because of knee surgeries. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3031a, serial# (B)(4), implanted: (B)(6) 2004, product type programmer, patient; product ID 3889-28, lot# j0437386v, implanted: 2004, product type lead. (B)(4).

Event description:
It was later reported that the patient's ins had been off for 2-3 years because she "didn't think it was doing the job anymore." The patient inquired if she should have the ins removed as she was not using it. The patient noted she could not walk due to "a botched knee surgery."